Manufacturer narrative:
The user reported a hypoglycemic event which led to unconsciousness and being admitted to the ER on june 6, 2024, at around 1:15 pm with bg=31mg/dl and sg =out of range. A review of the data management system (dms) revealed that the sg was out of range at 1:15 pm, and the bg was not entered at the time per dms, the user's low alert settings were set at 75mg/dl, and the user received multiple low glucose alerts since 11:24 am, and later received an out-of-range low glucose alert at 1:09 pm. Per case notes, the user confirmed that the system alerted him about the hypoglycemic event. The user did not receive treatment at the hospital, he was only given apple juice so his glucose values could be raised. The user's hcp is aware of the event, and no medication was prescribed. Per dms, the user is currently using the system with up-to-date information. B4. Date of this report updated to 16 august 2024. G3. Date received by manufacturer updated to 07 august 2024. H3. Device evaluated by manufacturer? Yes h6. Investigation findings updated to 213. H6. Investigation conclusions updated t0 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 3, 2024, senseonics was made aware of an event where the user reported experiencing a low glucose event that caused him to become unconscious and being admitted to the ER.